Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was unusual behavior of the system controller connected to the heartmate touch unit, there were visible constant changes at the speed settings. Log files were submitted for review and captured several e2p_data lvad live info flags. The exact cause of the fault could not be determined however it was suspected this was due to an electrostatic discharge event.

Manufacturer narrative:
\Manufacturer's investigation conclusion: the reported event of the parameter values alternating on the heartmate touch screen was confirmed via the provided video file. The system controller (serial number (B)(6) was not returned for analysis. However, a video was provided which showed the controller being in use alongside a heartmate touch. In the video, the fixed speed, low limit, and hematocrit parameters were observed to be going back and forth between their actual values and a blank value indicator ¿.¿ the video also displayed the system¿s parameters on the controller¿s screen which remained constant. The provided log files were reviewed. No atypical alarms or parameter changes were observed throughout the data, and the pump operated as intended. Available information for this event indicates that the issue self-resolved and that no further issues had occurred. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that no changes were made when the flickering appeared while connected. After disconnecting and reconnecting the issue did not reoccur.